Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with two 235cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with right breast capsular contracture (baker grade iii). The breast was characterized with pain, tightness, and hardening. As a result, the patient underwent bilateral removal and replacement with two mentor gel implants on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient's implants were both removed and replaced with the following devices: (a) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9659570 sn: (B)(6) and (b) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9659570 sn: (B)(6) . In addition, the suspect medical device was also discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.